Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer reported that he had five infusion set fail in the last few weeks and also had extremely high blood glucose level twice and had three time high blood glucose level on previous day of reporting and he reported it happened due to quickset. The insulin pump will not be returned for analysis.